Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed no delivery during prime and they had high blood glucose levels. The customer's blood glucose level was 502 mg/dl. The customer's symptoms included stomach aches, headache, thirst, and irritability. The customer treated with a bolus from the insulin pump. The customer completed troubleshooting for leaks and air bubbles and did not find any. The customer declined to check their settings and to receive a tubing clamp. Nothing was replaced or returned.